Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 404 mg/dl and the low blood glucose level was 46mg/dl. The customer gave insulin and her sugars came down. The device will not be returned for analysis.